Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during basal delivery. Customer tested the system and delivered a bolus. The occlusion alarm did not reoccur. Customer declined tandem technical support's offer to perform a pump system check. Customer's blood glucose was 450 mg/dl.